Event description:
A peritoneal dialysis patient called technical services for an unrelated issue and reported they had been hospitalized. The patient's nurse confirmed the patient was admitted to the hospital due to low blood sugar and during her admission was diagnosed with pneumonia.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filled upon completion of the investigation.